Manufacturer narrative:
Race - (B)(6). The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Additional information was received on 11/18/18: after pre deployment angiogram was performed. A 6 fr. Sheath was used for access. The insertion was very smooth, anchor had normal set in the vessel, and had a normal withdraw. After deploy the angio-seal device and faced the problem, the doctor has to do a surgery on the patient to remove the anchor. The reported blood loss was less than 250ml. The patient is on a daily blood thinning medication clopidogrel. The puncture site was at the cfa(common femoral artery). The patient had blood thinning medication during the procedure. The patient condition was stable. Additional pull force was not used during deployment. There was no visual confirmation of the device showing the anchor was missing. The location of the anchor was in the vessel.

Event description:
Additional information received on december 3, 2018: the procedure was a femoral approached to the distal rca rca (right coronary artery) and mid lad. After the angio-seal could not seal the lesion, the patient was moved to or for local surgery to remove the angio-seal out. The doctor sewed the puncture site. The blood loss was not over 250cc, and there was no treatment required.

Manufacturer narrative:
The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
(B)(4). The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor did a femoral fluoroscopy check. The patient's cfa (common femoral artery) was normal. The vessel size was larger than 4 mm. After the doctor inserted the angio-seal device into the angio-seal sheath and pulled back the angio-seal device system. The anchor was fully set at the puncture site but the problem was that the collagen did not go under the patient's skin to seal the puncture hole, so the procedure was not completed. The patient needed surgery to remove the anchor as the puncture site was still bleeding. There were no other devices or equipment used with the angio-seal device.